Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination, it was noted that there was noise on the right atrial (ra) lead which led to inappropriate automatic mode switching (ams) episodes. The ra lead was capped and replaced on (B)(6) 2021. There were no adverse consequences to the patient.